Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the start of the procedure, at the moment of sealing the omentum, the unit indicator remained orange and the device had no seal with no evidence of energy delivery and end tones were heard. There was no good seal took place and had not used in tissue yet before the issue. Another unit was used and the same thing happened. Changed for another ligasure caliper and used in both machines, which worked without problems. There was no patient injury.